Manufacturer narrative:
According to the report, the sologrip iii handpiece (ta-03809-49) was defective. In addition, the complainant reported that the device blew apart at the hand piece, the fibers exploded, and "sparks flew." Another handpiece was successfully used and the defective handpiece was returned for evaluation. A review of manufacturing records was performed for this device. The batch record was complete, accurate, and fully approved. Similar events have been due to bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. The handpiece was visually inspected for damage and evidence of mishandling was noted. The sheath protecting the multifilament fiber appeared to have been clipped. In addition, the multifilament fiber was completely severed proximal to the strain relief. The handgrip was opened and the fibers within the handgrip were severed and charred. Clipping the multifilament fiber resulted in restriction of the multifilament fiber. When this occurs, the fibers within the handgrip buckle. Continued use of the handpiece results in fiber breakage, charring, and sparking. It is not uncommon for a loud popping noise to occur when the fibers break during use. In response to complaints of handpiece failures, tsc project (B)(4) was initiated. The project resulted in design changes to the tmr handpieces to eliminate fiber breakage within the main body of the handpieces and outside and proximal to the main body of the handpieces. No further action is necessary.

Event description:
According to the report, the sologrip iii handpiece was defective, in addition, the complainant reported that the device blew apart at the hand piece, the fibers exploded and "sparks flew." Another handpiece was successfully used. The defective handpiece was reviewed. The fibers proximal to the handpiece were damaged. In addition, the fibers within the handpiece were damaged. However, the handpiece was intact upon return.

Event description:
According to the report, the sologrip iii handpiece was defective. In addition, the complainant reported that the device blew apart at the hand piece, the fibers exploded and "sparks flew". Another handpiece was successfully used. The defective handpiece was reviewed. The fibers proximal to the handpiece were damaged. In addition, the fibers within the handpiece were damaged. However, the handpiece was intact upon return.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.